Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was variance in battery voltage and then elective replacement indicator (eri) was suddenly tripped on the implantable pulse generator (ipg). It was also noted that noise and a fracture was seen on the right atrial (ra) lead. The ipg and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.